Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. Although it is unknown whether the product caused or contributed to the reported event, we are filling this MDR for notification purpose. If information is provided in the future, a supplemental report will be issued.

Event description:
Type of procedure: anterior lumbar interbody fusion levels of implant: l5-s1 it was reported that on an unknown date in 2017, post-op, the patient complained of non-fusion. No information was available on the relatedness of the adverse event with the implant.